Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number: (B)(4). It was reported that the patient's l4 and l5 leads had high impedances. Surgical intervention was undertaken to explant and replace both leads. Effective therapy was established postoperatively.